Manufacturer narrative:
(B)(4). D10: associated medical devices: unknown oxford bearing; item# unknown; lot# unknown. Unknown oxford femoral component; item# unknown; lot# unknown. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Based on the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately 10 years after the initial implantation, the patient underwent a revision due to knee instability caused by medial gapping. No further event information is available at the time of this report.